Event description:
It was reported that 1 day after the rx acculink stent implantation in the right internal carotid artery, the patient experienced a stroke. No treatment was provided, and the patient is improving. The hospital stay was prolonged, and the patient was discharged to a rehabilitation facility 6 days after the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient cerebrovascular accident is a known observed and potential adverse events as listed in the rx acculink domestic instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.